Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed to discharge and displayed multiple error messages, but the customer could not confirm the exact ones. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed and attributed to a faulty insulated gate bi-polar transistor and faulty integrated circuit on the bridge board. Analysis of failures of this type has not identified an increase in trend.